Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The physician believed that the patient was only experiencing inadequate stimulation. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had difficulty holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg had difficulty holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.